Manufacturer narrative:
Batch review performed on 04 september 2024: lot 101026: (B)(4) items manufactured and released on 20-apr-2010. Expiration date: 2015-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 13 years 5 months after primary, the patient came in reporting pain due to a loose stem. All components revised. The surgery was completed successfully.

Manufacturer narrative:
During a check conducted on (B)(6) 2024 for the preparation of the final report, an error in the related emdr inital was noticed. A follow-up is being initiated. In the initial MDR it was incorrectly reported that the device was available but the implant it is not.